Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head would not interrogate was out of specification on uplink functional testing, though it passed all functional tests with a known good cable. The head was being sent on for repair (cable replacement) and restock. Concomitant product: product ID 229047 software analyzer. (B)(4).